Event description:
It was reported that this pacemaker reached elective replacement indicator (eri) two months prior. Approximately one month later, this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. An analysis to determine the root cause of the code 10003 was not requested. Subsequently, this device was explanted and successfully replaced. Other then the intervention, no additional adverse patient effects were reported. This device has not been returned for analysis.